Event description:
Pt enrolled into the trial. During the deployment of the protege rx stent, the stent jumped and was deployed proximal to the target region in the left internal carotid ostium. Two other stents were used which also jumped forward and were not deployed in the target lesion. No injury to the pt reported. Please reference MDR's 2183870-2009-00116 and 2183870-2009-00117 for other protege rx stents used in this procedure.